Manufacturer narrative:
Email is: (B)(6). Evaluation codes: updated. Device evaluation: based on the provided image, the y smc connector that attaches the black pressure tubing from the regulator on the back of the tower was missing. However, the connector in question was to be placed in large go-with ziploc bag along with the d-series o-ring kit, h-1200 IFU (operator's manual), quick reference guide, the black pressure tubing, the j-clips and data sheets during packaging per manufacturing procedure mi80029xx. Review of manufacturing bom indicated correct parts and quantity of the y connector was pulled for the job and line clearence/closure showed no missing or extra component. The exact cause could not be determined. The most probable cause would be the missing parts were misplaced by the customer. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. Replacement connector was processed to the customer. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
UDI section of d4 and g5 is unknown, no product information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device y-piece connector was missing. No report of patient involvement.